Manufacturer narrative:
Visual inspection: the warranty seal was broken. No physical damage was found on the pump. All pcba¿s were undamaged, and all cables were properly seated. A pressure sensor bracket is assembled in the inflow housing. Functional inspection: testing was performed to replicate the complaint: manual pressure check: passed; integration test: passed; inflow bracket revision test: needs replacement. Additional testing was performed to replicate the complaint and is mentioned below. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. The pump booted up with the following software version: 01.02.05. The critical error log was reviewed and there were no errors related to the complaint. The reported complaint was not reproduced. The pump functioned properly without any incident. The probable root causes for the reported failure involving this device could be due to 1) user settings or 2) defective pressure sensor bracket. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure indicator went to 0 mmhg. Furthermore, water splashed out of the portals due to enormous pressure in the shoulder joint. Also, the tissue around the shoulder joint was bloated.

Event description:
It was reported that the pressure indicator went to 0 mmhg. Furthermore, water splashed out of the portals due to enormous pressure in the shoulder joint. Also, the tissue around the shoulder joint was bloated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.